Event description:
It was reported that while the user remained hospitalized, the ilet was resumed and the user experienced elevated blood glucose after breakfast; no alerts or alarms were observed, the infusion set was a cannula design with a recent supply change, and tubing priming confirmed drops without visible leaks. Symptoms included hyperglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user¿s caregiver and analysis of information provided by the third party. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.